Event description:
It was reported to philips that the device does not connect when performing the checks and does not give the parameters. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy pca, power supply and therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca, power supply and therapy capacitor. The parts were replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device does not connect when performing the checks and does not give the parameters. There was no patient involvement.